Event description:
A voluntary MDR/medwatch report was received on 12/4/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the maude report on or around 11/7/2025 the estimated glucose value (egv) was 128 mg/dl. The patient reported becoming seriously ill, with a bg measurement of 400 mg/dl and the presence of ketones. The patient indicated that this issue occurred multiple times. The anonymous reporter stated that the matter had been reported to dexcom. The attached documentation notes a serious injury. No additional details were provided. Due diligences were not attempted as the reporter elected to not be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178836 diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 2 of 2 reports where the patient reported serious illness with hyperglycemia. Please see the related record (B)(4).